Manufacturer narrative:
The device is expected for eval but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the plastic shield of the device broke loose inside the pt. The surgeon attempt to retrieve the broken pieces was unsuccessful. There was no adverse pt consequences reported as a result of this event. This device is used for treatment.